Manufacturer narrative:
D9: (B)(6) 2025. H3: twenty b1561 devices were received for evaluation. The devices appeared to have no physical damage. There is visible evidence on all tubing of solvent being used. Solvent distribution appears uneven and inconsistent in amount. No related nonconformances were found in relation to this lot nor any complaints trending. All dimensions met specified criteria. The defect was confirmed. However, the cause was not identified.

Event description:
It was reported that during the setup of the custom tubing pack the tubing attached to the luer connector seemed to be broken and to leave the male luer attached to the female luer on the connector. A different line was added to the connector for use. No patient complications have been reported as a result of this event. The male luer was easily and safely removed from the connector during setup, and it was replaced with a stock piece of luered tubing. There was no patient harm or adverse events reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.